Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited a sensing anomaly and loss of capture. During the lead revision procedure, the lead helix would not retract. The lead was explanted and replaced. The patient was stable.